Event description:
It was reported that the patient's blood glucose level was over 200 mg/dl on (B)(6) /2025 at 8:30 p.m. The patient administered 1 unit of humalog insulin base on the blood glucose result. Around an hour later, at 9:30 p.m., a new reading showed her blood glucose had risen to 250 mg/dl. Believing the first dose was ineffective, she delivered an additional 0.5 units of humalog insulin. Around 10:30 p.m., she awoke to a blood glucose reading of 30 mg/dl. She was unable to self-treat and called her sister for help. The patient reported a panic attack and difficulty breathing before losing consciousness for an estimated 3 to 5 minutes. The patient's sister provided treatment with two to three grapes at around 10:30 p.m. Or 11:00 p.m. An attempt was made to call the paramedics, but the phone was not working. The patient was not taken to a medical facility.